Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy procedure on (B)(6) 2013 and suture was used interrupted and tied extracorporeally to close the vaginal vault. On the same date there was a partial dehiscence. It is unknown what treatment the patient received for this. Additional information was requested.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a hysterectomy procedure along with tlh bilateral salpingectomy on (B)(6) 2013 and suture was used. On (B)(6) 2013, patient presented with persistent pain and discharge and was provided with tylenol 3 for analgesia. The wound was not dehisced. The suture was visible and still intact. Following an episode of intercourse, the patient presented on (B)(6) 2013 with vault tenderness and erythematous . She was then treated with keflex. On (B)(6) 2013, the patient presented with brown discharge and pain and was started on flagyl and cipro. On (B)(6) 2013, the patient presented with well-healed vault and tender right adnexa. The patient is now well and the cuff is closed. However she reports persistent dyspareunia.